Event description:
Revision surgery for femoral loosening at about 3 years and 8 months post primary. Liner and femur revised successfully.

Manufacturer narrative:
Batch review performed on 11 january 2023: lot 123714a: 1 items manufactured and released on 09-apr-2018. Expiration date: 2023-03-21. No anomalies found related to the problem.